Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at t12. Intra-op, the doctor inflated the balloon to create a cavity. At this time the left balloon ruptured and got stuck in the cannula. The surgeon removed the cannula completely and fill the cavity with cement unipedicular. The device came in contact with the patient. No patient complications were reported as a result of the event. The procedure completed successfully with the original device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the balloon has a radial tear all the way around the perimeter near the distal bond. The tear appears to be part of the original rupture, then post failure damage as the balloon was attempted to be pulled back through the cannula. Balloon ruptures can be caused by coming in contact with sharp bone inside the disk space. If information is provided in the future, a supplemental report will be issued.